Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported connection issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection was performed and identified an unrelated issue. Leak testing, clamp function testing and clear passage testing was performed with no issues noted. The reported problem of connection issue was not confirmed because there was no evidence of a non-conforming product related to connection issue and the sample evaluation could not duplicate/verify the reported problem. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to be separated from a capd solution set after therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and a device analysis is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.